Event description:
A patient reproted experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 115mg/dl, 353 mg/dl. Tests were done within less than 10 minutes with a difference of 90%. Patient did not experience any adverse events. No further information has been reported.